Event description:
At least 19 pump failures for approximately 3 weeks between [redacted dates] (these do not encompass pump errors due to sun exposure). Air in line alarm: 1, cassette wouldn't open: 1, failed to alarm :1, glitching:1, medication did not infuse:1, needs service alarm:2, occlusion alarm 1 pump problem alarm:1, reload cassette error:1, screen failure:1, service needed alarm:3, tubing set error:1, turning off without warning:4.